Event description:
A ventilator was returned to a third party service center with an allegation the device's oxygen port was leaking. The device was not in patient use.

Manufacturer narrative:
The ventilator was evaluated at the third party service center and the customer's complaint was confirmed. The device's low flow oxygen tubing was reconnected to address the issue.